Manufacturer narrative:
Other, other text: additional information h6 this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. The device was in good condition. No evidence of the reported event in the device history log. The technician performed non disposable alarm testing of the pump per procedures. Customer problem was not duplicated. Three accuracy tests were performed, the pump was found to be within manufacturing specifications. The root cause of the reported problem could not be confirmed. No actions taken were performed since the complaint was not confirmed.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Visual and functional testing was performed. A product sample was received and sent to the supplier for investigation/evaluation. A supplemental report will be submitted as needed once the investigation results are provided.

Event description:
It was reported that after the use of the product, the customer noticed there was more than 10 percent discrepancy between the indicated value and the infused amount. No patient injury was reported.

Manufacturer narrative:
Corrected data: d2: product code and common device name.